Event description:
In 2008, the pt reported that 10 days ago he noticed the down button of his infusion device was not functioning properly. He stated that he programmed a bolus and then his blood glucose became elevated. He then checked the bolus history of the infusion device and discovered the bolus he had programmed was not delivered. He reported elevated blood glucose as high as 299 mg/dl. His normal blood glucose level is 120 mg/dl. A replacement infusion device was sent to the pt. Upon f/u on eight months later, the pt stated that he switched to his replacement infusion device and he no longer had blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.